Event description:
It was reported that the ilet insulin pump displayed repeated restart alarms associated with consecutive stalled motor events, leading the user to restart the device multiple times and transition to backup therapy; blood glucose was affected. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy. Investigation included a review of complaint details and coordination for device return with shipping. Investigation of this case revealed a suspected device malfunction related to the insulin delivery motor and its control, consistent with a restart/malfunction alarm pattern. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.